Event description:
The customer reported experiencing a crack in the smartsiter plus, which is occurring between 2 minutes of use and 2 hours. They have experienced 36 incidents with no specific details on any of them except that the device is usually used for administering antibiotics. The report suggests that they use iodophor or alcohol swab on tip of the smartsite plus to clean them. Although requested, no add'l pt or event info provided. From the reported info, there are no indications of serious injury to the pt or user as a result of these incidents.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.